Event description:
Had surgery, arthrodesis and fusion single joint right toe (1st mtp fusion). Also had excision of neuroma 2nd innerspace right foot at the same time. The fusion never happened, just had 2nd surgery with bone graft. Second surgeon found the original plate broken and the screws loose; was sent to pathologist.